Manufacturer narrative:
Based on the information available, the issue appears to be related to user error.

Event description:
It was reported the patient's ipg became inoperable due to not charging it for about a month. A sjm representative confirmed the communication issue between the ipg and multiple external devices. Subsequently, the ipg was explanted and replaced with another model which resolved the issue. The patient is reportedly "doing well".